Manufacturer narrative:
Review of bin files for the date of event showed that 4 attempted inflations with the cryoablation catheter were non sustained. Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a pegged low pressure regulator gauge and defective low pressure regulator (presence of debris on the valve seat). The gauge was replaced and the regulator cleaned which resolved the issue. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user would receive system notice message 22405 (the balloon is not sufficiently inflated) on the cryoconsole when trying to inflate the balloon of the cryoablation catheter during a procedure. The cryoballoon pressure was below the lower inflation threshold line and the low pressure regulator gauge was pegged. Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The procedure was completed with radiofrequency (rf) ablation rather than cryoablation. There were no patient symptoms or complications related to the event. Reportable based on investigation completed (B)(4) 2014.